Event description:
The customer called technical support (ts) reporting device alarmed check vent machine pressure sensor autozero failed alarm, on the screen while on the patient. The device was in use at the time the reported issue was discovered; however, there was no harm to the patient or user. The unit continued to ventilate, and the unit was eventually removed from the patient without incident. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The biomed customer was able to duplicate the complaint during run in. The rse advised the customer to replace the da pcba and cable as a precaution, also replace sol 2 and 4. The rse provided part numbers and price for rp-cable, da to mc pcba, 2nd gen, v60, rp-pcba, data acquisition, and rp-solenoid valve.

Manufacturer narrative:
The biomed customer removed the data acquisition board and found a bent solenoid 2 leg which revealed a fault. Straightened out the leg and re-inserted it into the data acquisition board. The biomed ran testing on the unit, and after over an hour and a half of 2 days of running, no further errors were seen, and the unit was put back into service. The device was being used for treatment when the reported event occurred. The patient was moved to another device, and there was no adverse outcome nor delay to patient care, or harm reported.